Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have the conductor wire broken at the proximal end in the waterfall pulleys. As a result, the instrument failed the electrical continuity test. A review of the instrument log for the instrument associated with this event has been performed. Per logs, this instrument was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 2nd use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Based on information provided at this time, the complaint is being reported due to the following conclusion: the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. Although the customer reported complaint does not constitute a reportable event, the broken conductor wire found during failure analysis could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy with lymph node dissection surgical procedure, coagulation was not working on the fenestrated bipolar forceps instrument. The instrument was tested with another cable but the issue persisted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 5/25/2020 and obtained the following additional information: the customer had no further information about the patient.